Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2013. Please see submission comment for explanation. Exemption letter e2013012. Model/lot #: hp refers to hand piece. Relevant tests/lab date: reported treatment parameters: this was third treatment and therefore test spot was not performed. Reported parameters are within the clinical guidelines. Device evaluated by MFR?: there seems no issue with the device as the same device has been used successfully for two treatment procedures on the same patient and has been used on other patients with no reported issues sacr is a known potential adverse event of this type of treatment. We could not determine what caused this event on this particular patient on the third treatment. It is likely that the patient was exposed to sun and heat after the procedure as she was on vacation and that may have aggravated the condition and led to hyperpigmentation but a definite cause remains idiopathic a follow-up on the medical condition of the patient will be done. Should additional information be obtained and/or provided alma ltd. Will file supplemental report(s) with FDA within published timelines for such reporting.

Event description:
(B)(4). We request FDA to please consider the date of this report as 10/09/2013. The suspect device was used to perform third aft treatment (the first two treatments were uneventful) on (B)(6) 2013 on the right cheek for hyperpigmentation of malar area, cheek and chin. While scheduling for her 4th treatment through email the patient reported that she has sustained "raw areas on face oozing yellow pus with crust formation and was concerned about scarring". On her office visit on (B)(6) 2013 the physician saw 2 small blisters indicative of burn wound. The physician recommended to use anti-bacterial cream, aggressive avoidance of sun and heat, use sunscreen. The patient came back for follow up in (B)(6) 2013 after her vacation and had sustained two small hyperpigmented areas but no open wound. It was diagnosed not to be more than a second degree burn and that the skin should heal on its own with proper care. Multiple attempts were made to contact patient after that via phone and emails by the facility but the patient did not respond. However the patient finally did write on 09/10/2013 claiming to have not heard from the facility and options to correct her problem. On (B)(6) 2013 the patient was provided with a skin care product to promote healing and refunded for her entire aft series, the physician advised to see if there is any discoloration in 6 months. The facility also stated that the physician will be happy to see the patients condition at the end of 6 months period of treatment, following which the facility decided to report an adverse event with alma on 09/19/2013 with no details. All the details were provided to alma on 10/09/2013 as explained on describe event or problem. On 10/22/2013 alma received a follow up email from the facility with no additional information but forwarding an email from the patient who was willing to make an appointment in 6 months and inquired if she will be provided more or additional skin regimen products by the facility for the remaining wait period of six months.